Manufacturer narrative:
In review, it was determined that an emdr should not have been initially reported for this complaint as the event does not meet the reporting criteria for a reportable malfunction. Therefore, no further information will be provided under manufacturing report number 2648035-2019-00309. Device available for evaluation: yes, returned to manufacturer on: 2/28/2019. Device returned to manufacturer: yes. Device evaluation: the preloaded insertion system unit was received in its original box at the manufacturing site for evaluation. The cartridge component was observed correctly engaged into lower body of the device. The plunger component was observed in advanced position. Visual inspection using magnification was performed. The lens was observed stuck at the cartridge loading zone. The rod tip overrides the lens in cartridge. The reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. No non-conformance reports (ncr) associated to the device production order was found. The product was manufactured and released according to specifications. A search in complaints history revealed that no additional investigation requests have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, pcb00 monofocal iol (intraocular lens) was missing upon inserting into patient's eye. This was inspected under the microscope, and reportedly they could not find iol inside the device. There was patient contact as cartridge tip touched the patient's eye. As a result, device was replaced and a back up lens was used instead. Reportedly, patient outcome was uneventful from that point. It was also noted that there was no surgical intervention required such as incision enlargement, sutures and vitrectomy. No additional information provided.